Manufacturer narrative:
The customer requested a log review to check programming. The pcu event log shows (B)(4) was in use and infusing fentanyl 2.5mcg/1ml (drugid 52) at 0.16ml/hr. At 10:33 pm on (B)(6) 2018, (B)(4) was programmed to infuse heparin 0.5unit/ml in 0.45%nacl (drugid 65) at a rate of 0.5ml/hr with a vtbi of 5ml. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. At 12:26 am on (B)(6) 2018, (B)(4) was programmed to infuse tpn (drugid 120) at a rate of 2.5ml/hr with a vtbi of 20ml. At 12:30 am, (B)(4) was programmed to infuse lipids 20% (drugid 85) at a rate of 0.25ml/hr with a vtbi of 20ml. Multiple instances of patient pressure alarms on all 4 syringe modules were logged during the time frame that was reviewed from 10:33 pm on (B)(6) 2018 to 1:40 pm on (B)(6) 2018. The event description states that ¿channel c had disappeared from the screen, and channels a and d displayed lower values than what she recorded previously. Channel b displayed what was expected¿ no evidence was found during the log review that would suggest that channel c disappeared. With regards to the lower values observed than previously recorded, what the customer experienced was most likely due to the patient pressure alarms experienced on each of the four syringe modules and is referred to as occlusion back off. These events would have resulted in the vi values actually decreasing as the device backed off to prevent a bolus to the patient. When an occlusion in an infusion line occurs (e.g., kink in the line or stopcock is left closed), fluid accumulates in the line, raising the pressure. Depending on the pressure alarm setting (typically low, med or high for an ordinary syringe pump) and the type of extension set used, a significant amount of fluid can get stored in the line. Removing the source of the occlusion (e.g., opening the stopcock) can rapidly release stored volume, creating an unintentional bolus to the patient. Occlusion back off is a pressure sensing disc enabled feature that greatly reduces the potential for unintentional boluses by reversing the movement of the plunger. When a pressure alarm limit is reached, the system will automatically back up the plunger movement until the pressure in the line returns to preocclusion levels, automatically reducing bolus flow. This feature is especially valuable in a nicu and picu setting, where small amounts of powerful drugs are routinely administered via syringe pumps. The system configuration for the syringe module in customer¿s dataset shows both auto pressure and back off were enabled. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(4) for the same or related failure mode.

Event description:
The customer reported that approximately 6 am shortly before shift change, the user checked the volume infused values on the pc unit and noted that channel c had disappeared from the screen, and channels a and d displayed lower values than what she recorded previously. Channel b displayed what was expected. The user did not allege an over or under infusion occurred, and no patient harm was reported. After the event, the biomed tested the devices and found them within specification, and requested an event log review to check programming for three hours prior to event discovery.